Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 17-apr-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that when the user try to pull the medication, they were getting an error as unexpected service operation error occurred. A technical support specialist completed the reverse synchronized with no issues by followed the knowledge article, then the station was fully synchronized. Transactions and station inventory was backed up to the electronic protected health information to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es encountered an issue where the user received an error message "unexpected service operation error occurred" during medication retrieval. There were no adverse events or injuries reported based on this event.